Event description:
It was reported that while positioning the acqcross on the patient's septum to go transeptal, to place the watchman device, the patient went into heart block and then decompensated in asystole. External pacing was started as well as chest compressions until an internal pacing catheter could be placed; no effusion was seen on the transesophageal echocardiogram (tee) per the cardiologist physician. Once the pacing catheter was placed into the patient's heart, the patient returned to stable condition. An arterial line was placed in the patients left radial artery. Anesthesia was able to proceed to finish the case. The case was completed, and the watchman device was placed. Following the procedure the patient remained under monitoring on the telemetry floor and was discharged on (B)(6) 2023 in good condition. The physician believes that due to the patient anatomy, positioning of the acqcross was more difficult than usual. Additionally, the physician stated that the issue was a result of the acqcross system bumping/touching the av node on accident causing the event to occur. There was no allegation of malfunction or deficiency related to the acutus device. The device in question was discarded by the hospital and is not expected to be returned for investigation.

Manufacturer narrative:
The submission of this report or related information is not necessarily an admission that our employees or our device caused or contributed to the reportable event.